Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (plaintiff underwent hysterectomy with removal of the essure on (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the genital haemorrhage, abdominal pain lower, endometriosis, adenomyosis, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: unilateral occlusion; in (B)(6) 2012: possible infection. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Reporter's information and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (plaintiff underwent hysterectomy with removal of the essure on (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the genital haemorrhage, abdominal pain lower, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, endometriosis and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.